Event description:
After inserting the angiocatheter into the patient's vein, I hit the white button to retract the needle. The needle retracted only about 1/4 inch and then stopped. I pressed the needle onto the plastic cap to retract more. The needle retracted but then came back out to where it was after pressing button. I capped the needle using the scoop method and placed the original cap back over the needle. I assessed the IV insertion site and IV seemed to be flowing without issues.